Manufacturer narrative:
On 7-jan-2021, it was found that incorrect statements regarding the date of explantation was included in the previous report. Manufacturer's reference number: (B)(4) on the previous report, h.10. States that "mentor received additional information regarding the date of explantation. Initially, the date of explantation was estimated as (B)(6) 2016 based on available information. However, additional information revealed that the actual date of explantation was (B)(6) 2015. " however, the correct statements are "mentor received additional information regarding the date of implantation. Initially, the date of implantation was estimated as (B)(6) 2016 based on available information. However, additional information revealed that the actual date of implantation was (B)(6) 2015. "

Manufacturer narrative:
On 22-dec-2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was estimated as (B)(6) 2016, based on available information. However, additional information revealed that the actual date of explantation was (B)(6) 2015. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, mentor received additional information regarding the event date and replacement devices. Initially, the event date was reported as (B)(6) 2020. However additional information revealed that the patient started experiencing breast deformity approximately 2 months prior to the consultation held on (B)(6) 2020. The event date was estimated as (B)(6) 2020. The relevant field has been updated. The devices are two 350cc mentor smooth round moderate profile prostheses (catalog #: 3501655, left serial #: (B)(6), right serial #: (B)(6). On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with the mentor's procedures, and the result revealed a tear, measuring approximately 0.2 cm within a crease/fold on the posterior view. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 350cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with two 350cc mentor smooth round moderate profile prostheses (catalog #: 3501655) on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2016 based on available information.